Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('attempted to remove the device which ended up breaking apart and perforating her uterus/ broken essure/perforation of uterus'), device breakage ('attempted to remove the device which ended up breaking apart and perforating her uterus/ broken essure/perforation of uterus') and pelvic pain ('more pain/ severe pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("attempted to remove the device which ended up breaking apart and perforating her uterus"), complication of device insertion ("excruciating abdominal pain and only one implant was placed in her fallopian tubes before she had her physician stop the procedure") and procedural pain ("excruciating abdominal pain and only one implant was placed in her fallopian tubes before she had her physician stop the procedure"). The patient was treated with surgery (she underwent a hysterectomy and a surgery that removed her fallopian tubes to combat the pain.). Essure was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, complication of device removal, complication of device insertion and procedural pain outcome was unknown. The reporter considered complication of device insertion, complication of device removal, device breakage, pelvic pain, procedural pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: essure had broken apart and perforated her uterus. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4) and hence will be deldeted. All the information has been transferred to case (B)(4). No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("more pain") and uterine perforation and device breakage ("attempted to remove the device which ended up breaking apart and perforating her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted to remove the device which ended up breaking apart and perforating her uterus". On an unknown date, the patient had essure inserted. On the same date, the patient experienced complication of device insertion and procedural pain ("excruciating abdominal pain and only one implant was placed in her fallopian tubes before she had her physician stop the procedure". Weeks after initial visit, she experienced pelvic pain (seriousness criteria medically significant and intervention required) and returned to have essure removed. During removal, she experienced , uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant ). The patient underwent a hysterectomy and removed her fallopian tubes and essure coils. At the time of the report, the complication of device insertion, procedural pain, pelvic pain and device breakage outcome was unknown. The reporter considered complication of device insertion, device breakage, pelvic pain, procedural pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.